Event description:
The pt reported an underdose and lack of effect from their intrathecal drug delivery pump. The pt stated his symptoms of "morphine withdrawal" started 2007, a few days after his pump was refilled. Add'l info rec'd from the hcp indicated the drugs used in the pump are morphine 50 mg/ml and clonidine 100 mcg/ml at a dose of 16 mg/day. A dye study after aspiration, during the pump refill, revealed a 12 cc residual volume from the reservoir with an expected volume of 4cc. The impression from the dye study revealed an "intact intrathecal catheter", with absence of fibrosis at the tip and an "excellent thoracic myelogram being visualized". A rotor study indicated there was no flow from the pump. The pt was scheduled for pump replacement. The pump was explanted and returned to the MFR and the pt recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be submitted when device analysis is completed.